Event description:
This spontaneous case was reported by a physician and describes the occurrence of hysterosalpingo-oophorectomy ("hysterectomy and tubes removed") and device dislocation ("there was a metallic coil on her right side of her abdomen") in a (B)(6) female patient who had essure inserted for sterilization. In 2009, the patient had essure inserted. On an unknown date, the patient underwent hysterosalpingo-oophorectomy (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant).the patient was treated with surgery. At the time of the report, the hysterosalpingo-oophorectomy and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and hysterosalpingo-oophorectomy with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2017: metallic coil on right side of abdomen. Company causality comment:this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and, at an unspecified time after placement, underwent hysterectomy and tubes removed for unspecified reasons. A recent x-ray, however, showed that there was a metallic coil on the right side of her abdomen (interpreted as device dislocation). Hysterosalpingectomy and device dislocation, serious due to medical significance, are anticipated in the reference safety information of essure. Dislocation of the micro-inserts may occur in the context of the insertion procedure or during the use of essure. In this particular case, the time and circumstances of the dislocation were not specified, but given the nature of the event, an inherent causality of essure cannot be excluded (related). Considering the hysterosalpingectomy, in the absence of medical details and alternative explanations, a causality of essure cannot be excluded (related). This case was classified as incident because of surgical intervention. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("there was a metallic coil on her right side of her abdomen"), uterine leiomyoma ("myoma") and uterine prolapse ("prolapse after hysterectomy") in a (B)(6) female patient who had essure inserted for female sterilization. The patient's past medical history included hypertension and hypercholesteremia. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine leiomyoma (seriousness criterion medically significant) and uterine prolapse (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and removal of tubes on (B)(6) 2011. Laparoscopic culdoplasty on unknown date). At the time of the report, the device dislocation, uterine leiomyoma and uterine prolapse outcome was unknown. The reporter provided no causality assessment for device dislocation and uterine prolapse with essure. The reporter considered uterine leiomyoma to be unrelated to essure. The reporter commented: patient had a hysterectomy and her tubes have been removed but he received a radiology report on (B)(6) 2017 that stated there was a metallic coil on the right side of her abdomen. Upon receipt of essure removal questionnaire, physician stated that essure removal method was hysterectomy on (B)(6) 2011 and removal was performed due to medical reason. Hysterectomy was done due to myoma. The event was considered unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). X-ray - on (B)(6) 2017: metallic coil on right side of abdomen. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-may-2017: essure device removal questionnaire received - medical history, essure insertion and removal dates updated; reporter causality updated and event updated. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of hysterosalpingectomy ("hysterectomy and tubes removed") and device dislocation ("there was a metallic coil on her right side of her abdomen") in a (B)(6) female patient who had essure inserted for female sterilization. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient underwent hysterosalpingectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the hysterosalpingectomy and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and hysterosalpingectomy with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray. On (B)(6) 2017: metallic coil on right side of abdomen. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and, at an unspecified time after placement, underwent hysterectomy and tubes removed for unspecified reasons. A recent x-ray, however, showed that there was a metallic coil on the right side of her abdomen (interpreted as device dislocation). Hysterosalpingectomy and device dislocation, serious due to medical significance, are anticipated in the reference safety information of essure. Dislocation of the micro-inserts may occur in the context of the insertion procedure or during the use of essure. In this particular case, the time and circumstances of the dislocation were not specified, but given the nature of the event, an inherent causality of essure cannot be excluded (related). Considering the hysterosalpingectomy, in the absence of medical details and alternative explanations, a causality of essure cannot be excluded (related). This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information is expected.